Event description:
It was reported that during routine follow-up of an asymptomatic patient, noise was observed on the right ventricular lead. The noise could be reproduced with pocket manipulation. On (B)(6) 2015, the lead was explanted and replaced. Upon explant, damage to the leads insulation was observed. It was noted that the lead had been rubbing against another implanted lead and exhibited signs of clavicular crush. The patient was in stable condition following the procedure.

Manufacturer narrative:
Final analysis found that the insulation was abraded at 15.7cm to 15.9cm from the connector pin, which exposed the outer coil. The abrasion was consistent with exposure to constant friction against another implantable device. The damage found likely resulted in the reported noise anomaly.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.